Event description:
It was reported that the patient had bad pain in his hip, lower back, and down his left leg following a car ride which was over 100 miles last wednesday. The patient had been receiving good pain coverage prior to last wednesday. At the time of report he was not getting any pain control from stimulation. He usually had stimulation at 3.7 volts but now had to turn it up to 5 volts. The pain was the worst when walking or standing up, but was not as bad when lying down. The pain seemed to get worse and when he turned over on his right side it would act like stimulation turned off and he felt a burning sensation in the right side where the leads go up his back. Stim also seemed to turn off when he bent his head forward or turned his head or neck. It was painful to sit on the leads as the patient was very skinny. He had also lost an additional 5 to 7 pounds since implant. It felt like there was a lot of pressure in that area while sitting. The patient felt a dull achy pain on the left side and burning and itching sensations where the leads were. Turning stimulation up had not helped. The positional changes in stimulation were "like when they first implanted it." The patient's back also looked swollen. The leads were visible in the back and were sticking out of the skin. The patient could not sit back against the leads because they were sore. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that at a doctor's appointment on (B)(6) 2012, the patient's pain level had decreased and he was happy with the reprogramming done the week before. It was noted that the patient wasn't having issues. Three days later, it was reported that the device did not help the patient's left hip pain but the patient was getting stimulation down both legs and in the lower back. It was noted that there were no high impedances, all impedances were normal, and there was adequate stimulation down the patient's leg. The leads were checked under a fluoroscope and they had not moved. It was reported that the patient's pain level had decreased to a 2-4 out of 10. No hospitalization was required. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient was scheduled to see his healthcare professional (hcp) and would likely need an x-ray. It was stated that the patient received a new antenna and was doing better after he was reprogrammed, so an appointment was cancelled. However, the patient was not "doing as well", so he was rescheduled. The date of the appointment was unknown. Any additional information received will be included in a supplemental report.